Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to approximately 15.5 mmol/l (279 mg/dl) after approximately 25-36 hours of pod wear and did not decrease despite administering correction bolus doses and no food intake. Upon removal of the pod, the cannula was observed to be bent. The mother placed a new pod and reported that blood glucose levels normalized after one hour with the new pod. No medical intervention was reported.